Event description:
It was reported the video system center had connector issues and all the scopes were losing connections. When the pigtail was shifted over the connector clicked back in. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.